Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 70cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. Exact cause of alarms is not known. The occurrence of both venous and arterial air alarms at the very beginning of treatment are likely due to inadequate removal of air by the operator during prime. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. Facility staff will retrain the pt regarding recovery and rinseback procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.